Event description:
The customer stated they had falsely elevated potassium results on the architect c8000. A patient sample had a result of 7.93 mmol/l and upon re-test was 4.32 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
No consequences or impact to patient (B)(4), (B)(6) test results. A field service engineer (fse) visited the customer site to inspect the analyzer. The syringe 12 & 13 ict suction syringes were replaced. The fse inspected the 3 way ict valve, o-rings, & ict probes. The sample o-rings were replaced. The sample and reagent 1 probes were calibrated. The fse replaced the ict aspiration pump with new pinch valve assembly. A precision run was performed and all the results were within acceptable ranges. A review of complaints and quality metrics did not identify an adverse trend in conjunction with potassium flyers. A service history review from (B)(4) 2010 through (B)(4) 2011 did not identify any previous incidents of the architect c8000, serial number (B)(4), generating discrepant results. No additional occurrences of erratic results have been documented since the opening of this complaint. The architect system operations manual does address operational precautions, limitations, and erratic results including probable causes and corrective actions. In the clinical chemistry integrate chip technology (ict) (na+, k+, cl-) reagent package insert, literature is provided in describing suitable specimens, results, and limitations of the procedure. Based on the available information, no product deficiency was found. After the fse replaced the ict aspiration pump along with the additional instrument troubleshooting, the analyzer returned to running within specification.